Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient had an eeg done 4 days prior to report and had to turn his implant off for it. His health care professional (hcp) turned the implant off and turned it back on for the eeg and when they turned the therapy on he got ¿a serious electrical shock¿ and it was severe enough that he was thinking about it. They used the patient programmer (pp) and checked the therapy was on and the setting was 2.5v. The therapy was working fine. The hcp was aware of the shock.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient continues to report that the implantable neurostimulator (ins) is migrating ¿south¿ and he will awaken from his sleep with sharp bursts of pain at his right wrist, thumb, and leg; this issue only occurred at night. The hcp also noted that he was unsure if it was related to dbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.